Event description:
It was reported that during a procedure using an ultrasonic scalpel, "the ace36e was laid on the patient's leg. The tip of the device touched the surgical drape, which burned through the drape and burned the patient's leg." Ointment and a bandage were put on the burn and the patient was reported to be in satisfactory condition.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device revealed evidence of clinical use including biological material build-up near the distal tip and an indention in the teflon pad. The device did not exhibit any evidence of overheating (the blade was not charred or discolored). The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator. The device was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons (each button was tested ten times). Each time the min or max button was pressed, the device activated and at no time did the device fail to activate, stop working, or produce too much heat. Therefore, the reported issue was unable to be substantiated. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.